Event description:
It was reported that the right atrial (ra) and right ventricular (rv) epicardial leads experienced oversensing and loss of pacing. Also reported that the ra and rv leads experienced low impedances in the two months prior. The leads were capped. The ra lead was not replaced. The rv lead was replaced with a transvenous lead and the new single chamber pacing system was moved from the abdomen to the left pectoral region. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.